Event description:
It was reported that a drill bit broke during an intramedullary nailing of a hip procedure using a trochanteric fixation nail. There was a 15 minute delay and x-rays were taken to assist with part retrieval. The drill bit fragment was retrieved and discarded. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID: (B)(6). Implant and explant dates: device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The device history report shows, there were no material review reports, nonconformances or complaint related issues with this lot. The 6mm/10mm stepped drill bit was made to the synthes drawing p/n 357.403, released on april 15, 2011. Orchid unique manufactured the 6mm/10mm stepped drill bit, p/n 357.403, and lot #u200401 on po #1660601, for (B)(4) pieces delivered on july 29, 2014. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 26, 2014, and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on august 6, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.